Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a battery with a charge that depletes easily. There was no patient involvement when the issue occurred. No patient or user harm reported. During follow up with the key market, the responder reported that the device displayed a "cbitbattery failed" error code. The issue was confirmed in the event log.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with a service proposal; however, the proposal had expired, with no further actions performed by philips. It could not be determined if the customer's issue was resolved or if the device had been repaired. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.